Event description:
The dr said my implants that were recalled in 2019 had ruptured, I still have them in because I'm too scared to have them removed, I have no medical insurance and no money to get my left ruptured implant removed and replaced. I need an MRI but can't afford that , it's not covered by medicare, my boob hurts is very soft , I have an upper abdonimal red itchy rash that's hot to touch also and slightly bruised; "(B)(6) 2020." FDA safety report ID# (B)(4).